Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an unspecified malfunction while in use with coupling device and chuck device. During service and evaluation, it was observed that the compact air drive device motor was seized, jammed, heavy moving, coupling problem, motor torque was low and debris found inside. It was further noted that the device failed pre-test for attachment coupling, attachment coupling with attachments, untrue running, excessive noise, power with test bench and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.